Event description:
It was reported that when using the bd pyxis¿ medstation¿ es reports of hardware failure on the device. After rebooting the pyxis system, the failure indicator cleared temporarily; however, when attempting to refill an item, the issue reoccurred and displayed a device not detected message.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that there were reports of hardware failure on the device, where the failure indicator cleared after a reboot but reappeared during refill attempts with a device not detected message. The field service engineer (fse) upgraded the system to version 1.7 and observed that main drawers 2.1 and 2.2 were not visible on the system map. The fse reseated all drawer-side cables, which did not resolve the issue, and proceeded to replace the module control board. The fse configured the new board and conducted testing using the hardware testing application, confirming that both drawers responded normally. The fse verified proper functionality with the user, and the system was confirmed to be working successfully. The system functioned as intended after field service engineer repaired the device.